Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. The source of the infection is unknown. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after a implant duration of approximately 13.2 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.